Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. E1: address- (B)(6).

Event description:
It was reported the flushing pump has issues. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump head failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of pump head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.